Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not administering insulin and has 2 diabetes ketoacidosis episodes. The customer¿s blood glucose level was unknown. The customer was changing batteries every few days less than 7 days, battery were fresh new room temperature and had failed battery tests, motor error a few times in year. The sticky buttons had to press harder to get them to respond. The insulin pump will not be returned for analysis.